Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was noted that the patient underwent vns explant due to infection, which occurred as a result of the patient picking at the wound site. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was reported by the patient's spouse that the night of the replacement surgery, the wound opened up and had to go to the hospital to get it re-stitched. During follow-up with the surgeon, it was indicated that per the patient's spouse, the patient pulled out their own stitches opening up their wound and making the device visible because they felt as if the site was burning. Per the patient's spouse, there was yellow drainage so they went to the ER and had the site re-stitched. It was later indicated that the drainage has subsided. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to distribution. No additional relevant information has been received to date.